Event description:
It was reported that during a da vinci prostatectomy procedure, the maryland bipolar forceps instrument was not recognized. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported failure mode. The instrument installed on an in-house is3000 system passed recognition and engagement testing. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found.